Manufacturer narrative:
Analysis found normal device characteristics.

Event description:
It was reported that the right ventricular setscrew would not secure the lead in the pulse generator header port. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.